Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services noted that they could not confirm that there was anything loose inside the baton. The unit was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the baton sounded like there was something loose inside and when it was hooked up to the monitor, the baton would make the screen cut in and out. No delay in the procedure was reported though it was noted that a back-up device was utilized. No harm to patient or user was reported.